Event description:
It was reported to boston scientific corporation that a naviflex rx pusher was to be used during an endoscopic retrograde cholangiopancreatography procedure in the pancreatic duct, performed on (B)(6) 2022. During preparation, the inner pouch was opened and had a hole. The sterility of the device has been compromised. Another naviflex pusher was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code (B)(4).